Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened and or used reservoir was evaluated and no anomalies were found. Basal bolus leak test was performed and no leaks noted.

Event description:
It was reported that there was a leak in the reservoir compartment past the o-rings. Troubleshooting was done. Customer's blood glucose was 438 mg/dl. Customer reported there was insulin around the piston. The customer was advised to return the reservoir for analysis. No further information provided.